Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was damage and prime anomaly. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that during the manual prime process the insulin was continuing to squirt out after the act button was released. Customer stated that the drive support cap was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device had intermittent up button response due to corroded keypad traces. Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime or fill anomaly due to motor error alarm. However, device passed rewind test and displacement test.